Event description:
It was reported that patient presented to the clinic for a follow up. An attempt to interrogate the pacemaker was made by the physician and failed. Upon placing a wand over the device, a magnet response was triggered. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received yet.